Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that patient had discomfort at ipg site. The patient will undergo a pocket revision.

Event description:
A report was received that patient had discomfort at ipg site. The patient will undergo a pocket revision.